Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during an upper arm (arteriovenous) treatment procedure, a balloon rupture and detachment occurred. The target lesion was located in an upper arm arteriovenous fistula. A dt/8-8/5.8/40 ultra-thin diamond balloon dilatation catheter was selected for post dilation of an instent restenosis and upon inflation at 12 atms a balloon rupture occurred. Half of the balloon detached when the physician attempted to remove it; however, the entire ruptured balloon was removed from the patient. During removal of the balloon catheter the patient 'clotted', but all clots cleared by the time the physician had finished removing the entire balloon. Another manufacturers' balloon catheter was used to complete the procedure. No further patient complications were reported and the patient status is listed as ok.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (cca) documentation. On an unspecified date, the patient reported obtaining late evening blood glucose readings of "15.8 mmol/l (284 mg/dl)" with the subject meter and "13.3 mmol/l (239 mg/dl)" on another device (onetouch ultrasmart meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <= 30 mg/dl. The patient informed the csr that he manages his diabetes with insulin (self adjuster). In response to the alleged inaccurate result, the patient claimed he took 4 additional units of rapid acting insulin and 6 additional units of nph. 2 hours after taking the increased dose of insulin, the patient reported that he woke up feeling weak, lightheaded and perspiring. In response to the symptoms the patient stated he treated himself by drinking juice. 30 minutes after the self treatment, the patient stated he tested his blood glucose on another device (brand unknown) and obtained a result of "2.9 mmol/l (52 mg/dl)." Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.